Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Left ventricular (lv) lead capture management showed varying threshold, between 0.5v and 1.625v. Left ventricular (lv) lead pacing impedance was steady.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged about a month after initial implant. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.